Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated the patient was not feeling well and stayed home from school. She stated at 5:00pm, she noticed a change in the patient's condition and the patient told her he had stomach pain/ache. She took a finger stick reading the bg meter was reading 1.6 mmol/l, compared to the cgm reading of 4.0 mmol/l. The patient started vomiting immediately after having his bg taken. The patient was treated with syrup from a tube, 3-4 dextrosol and liquid. She indicated the patient's bg levels quickly increased after treatment. At the time of contact, the patient was doing fine. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention.